Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the tip was fractured. The non-stenosed target lesion was located in the large bifurcation angle with an acute angle of 45 degrees and non-calcified intracranial aneurysm. A 200cm x 10cm fathom -14 was selected for use. During the procedure, it was noted that the guidewire was out of control and abnormal when angiography was performed to the blood vessels. Consequently, the guidewire was withdrawn but the tip was noted to be fractured and stretched. The device was then carefully and slowly pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the pouch was returned, and it was observed that the pouch information matches with the complaint information.

Event description:
It was reported that the tip was fractured. The non-stenosed target lesion was located in the large bifurcation angle with an acute angle of 45 degrees and non-calcified intracranial aneurysm. A 200cm x 10cm fathom -14 was selected for use. During the procedure, it was noted that the guidewire was out of control and abnormal when angiography was performed to the blood vessels. Consequently, the guidewire was withdrawn but the tip was noted to be fractured and stretched. The device was then carefully and slowly pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.